Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The target lesion was located in a 90% stenosed, calcified and moderately tortuous shunt. The 6.0 x 40/40 sterling otw balloon catheter was advanced and inflated several times. The first and second inflations to 12 atms. The third, fourth and fifth inflations to 14 atms. During the sixth inflation a balloon ruptured occurred at 14 atms. The procedure was completed with this device. No patient complications were reported and the patient's status is good.